Manufacturer narrative:
The reported complaint of error message user advisory - "ua" 07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to damaged load cells which were likely sustained during mishandling. The load cell 1 module was replaced to remedy (ua) 07. A large hole damaged load plate cover was observed on the returned autopulse platform during visual inspection. This type of physical damaged likely attributed to mishandling in relevant with the reported complaint. The damaged cover was replaced. During archive data review, multiple ua07 error messages were observed on the event date, thus confirming the reported complaint. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) doesn't recognizes the lifeband when it was installed. The customer replaced the lifeband but it did not resolved the issue. No patient involvement.